Manufacturer narrative:
(B)(4). The complaint rt265 circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in the process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the rt265 infant dual-heated evaqua2 breathing circuit had a loose swivel connection at the patient end. It was further reported that one swivel had cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 circuit was received for investigation in addition, 3 swivels (swivel a, b & c) were received. All devices were visually inspected and pressure tested. Results: rt265 circuit was visually inspected and the swivel and elbow components were found disassembled, there was no damage to these components. The swivel and elbow were assemble together. The reassembled parts of the swivel formed a tight fit and could not easily be pulled apart. The pressure testing of the reassembled circuit revealed that the circuit was within specification. Swivel a was found partly disassembled and had a crack on its port. The pressure test result revealed swivel a was within specification. Swivel b & c were visually inspected and found fully assembled however both had a crack along one of the swivel wye ports. The pressure test result revealed that swivel b was outside specification and swivel c was within specification. Conclusion: with regard to the rt265 circuit we could not determine why it disassembled during use as it formed a tight fit when reassembled and tested. We have not yet determined the cause of the swivel cracking. With regard to the cracked swivels we are reviewing our moulding process in order to determine the reason for this failure and we will take steps to address this if a cause is found. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit also state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the rt265 infant dual-heated evaqua2 breathing circuit had a loose swivel connection at the patient end. It was further reported that one swivel had cracked. No patient consequence was reported.